Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose a year and a half to two years ago with unknown blood glucose levels at the time of the incident. The customer experienced the low blood glucose levels when she was asleep and could not feel them. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also reported no delivery alarms that caused high blood glucose levels. The insulin pump will not be returned for analysis.